Manufacturer narrative:
Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency reported left side "large-cell anaplastic lymphoma" and a "ruptured implant." Device has been explanted.

Event description:
Histopathological markers have been received reporting cd30 positive and alk negative.

Manufacturer narrative:
Continued h6: f1903. A review of the device history record has been completed. No deviations or non-conformances noted.